Event description:
Caller alleges patient was taken to the hospital for diabetic ketoacidosis. Wife attributes the cause to the pump being unavailable for use and injections having been less than optimal in treating his diabetes; was awaiting pump replacement. Patient reportedly displayed symptoms of high blood glucose and ambulance was called; did not provide any treatment, just transported to the hospital. Patient reportedly had a blood glucose level of 600 mg/dl at the hospital and was treated with humalog u100 insulin IV and an IV of unknown content, possibly saline. Product had been previously requested for return; again requested return of the alleged device for evaluation.